Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 2/28/2023, it was reported by a distributor via email that an ar-8740-40pts low profile screw sheered and broke in half inside the patient. This was discovered during a calcaneus fracture procedure on (B)(6) 2023. All broken fragments were removed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
Additional information received on 3/1/2023: case was completed using another ar-8740-40pts low profile screw.